Manufacturer narrative:
Block b3: exact date unknown, event occurred three years prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8216700 model: sc-8216-70 serial: (B)(6) batch: 20873465 UDI: (B)(4). Product family: scs-lead fixation upn: m365sc43160 model: sc-4316 serial: na batch: 20332077 UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulator (scs) device was not providing adequate pain relief. The patient underwent an explant procedure wherein all device components were removed.